Event description:
Coupling and/or communication issues were reported. The patient had not recharged due to shoulder surgery. Use of the antenna locate feature resulted in a power-on-reset (por) condition being displayed on the recharger which then lead to the normal recharging screen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Extension model 3708160, serial# (B)(4), implanted (B)(6) 2008, explanted unk; extension model 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted unk; lead model 39565-30, serial# (B)(4), implanted (B)(6) 2008, explanted unk; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).